Event description:
It was reported the subject device had a darkened image, the visual field was lost, color bars and blackout. The event occurred at the start of a therapeutic flexible ureteroscopy laser lithotripsy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was due to faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.